Manufacturer narrative:
Lot number unknown / not provided

Event description:
It was reported that the uniht screw fractured.

Manufacturer narrative:
The following sections were updated: date of this report, brand name, catalog number, date received by manufacturer, follow-up number, follow up type, additional narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). One titanium hexed screw was returned for inspection. The screw was fractured at the top of the threaded region. The drive feature is worn but functional and contain additional debris. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of titanium hexed screws, it is recommended to torque at 20ncm. The alleged complaint is confirmed and a root cause cannot be determined.